Event description:
It was reported that a novum iq syringe pump had a barrel sensor drift failure (system error 21504) that occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, a barrel sensor drift failure (system error 21504) was not reproduced. Visual inspection of the grommet revealed to be slightly rotated interfering with the flange sensor. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the grommet being slightly rotated interfering with the flange sensor. The mechanism and flange assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.